Event description:
It was reported that the cartridge for the ilet bionic pancreas was leaking despite multiple supply changes performed with the patient and caregiver, and an image of the chamber suggested the piston arm teeth were slightly bent but could not be confirmed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of the information they provided. Investigation of this case revealed a leak consistent with a seal issue at the reservoir component; however, no definitive component failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was leakage at the reservoir seal. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Complaint was confirmed and duplicated. The drug chamber was inspected, and foreign object debris was found. A known-good cartridge connector was attached, and lead screw was primed, insulin leaked in the drug chamber.